Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. An additional observation not reported by the site was distal pulley mechanical indentations. The instrument exhibited indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis investigation concluded that the damage was likely due to mishandling. An additional observation not reported by site was that the instrument's bipolar yaw pulley exhibited thermal damage, the yaw pulley exhibit charring and localized melting on the side of the pulley where conductor wire was located, missing piece measured roughly about 0.040 x 0.149. Charring may be due to a breach in the insulation. Instrument passed electrical continuity testing. An additional observation not reported by site was that the instrument's conductor wire had damaged insulation. The conductor wire segment had a section with damaged insulation where the charring on the yaw pulley was seen. Failure analysis investigation concluded that the damage was likely due to mishandling. Failure analysis investigation also found that the distal end of main tube had various scratch marks with light material removal and a rough surface finish. The scratches were short in length and not aligned with the tube axis.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the pk dissecting forceps instrument cable had snapped by the jaws. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.